Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient encountered high blood glucose due to the cannula of the infusion set being bent when removed. Treatment for high blood glucose was delivered boluses. Moreover, the patient had been using the insulin pump system within 48 hours of reported high blood glucose event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.